Manufacturer narrative:
The reported event of helix screw mechanism failure was not confirmed by the lab's analysis. As received, a complete lead was returned in one piece with helix retracted and clean. The helix screw was able to extend and retract appropriately to within specified lengths, and visual inspections found no abnormalities.

Event description:
It was reported that a right atrial lead's helix screw would not extend prior to operation. The physician opted to use another lead instead. No patient was involved.